Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an off no power battery alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she did not get a low battery alert before the off no power. The customer stated that she had a blank display on (B)(6) combined with the off no power alarm. The customer stated that the pump was not dropped or bumped. The customer stated that the battery cap was not loose, cracked or damaged. The customer stated that there was an empty battery icon showing. The customer was advised to monitor the pump and insert a new aaa alkaline battery. The customer was advised to monitor the pump and call back.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. However, the insulin pump was received with corroded battery tube. The insulin pump was monitored no blank display anomaly or off no power without low battery indicator noted. The insulin pump was received with minor scratches on lcd window.